Manufacturer narrative:
The patient's previous driveline repair was reported under MFR. #2916596-2020-05219. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was in the clinic on (B)(6) 2022 a driveline fault event was found upon interrogation of their controller. The patient and his wife reported not hearing any audible alarms. Of note, the patient had a driveline repair in 2020. A review of the log files confirmed the driveline faults. It was later reported that the patient had a pump stop, low flow, and low speed advisory alarm on (B)(6) 2022. The patient and his wife denied audible alarms during those events. Technical services recommended that the patient's controller be exchanged and new log files be submitted for comparison. Log files from the new controller contained no unusual events. Technical services recommended monitoring for reoccurrence of alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion. Review of the log file provided by the account confirmed driveline fault alarms. Although a specific cause for these alarms could not be conclusively determined through this evaluation, based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise. The submitted log files captured intermittent strings of driveline faults in phase 2 from (B)(6) 2022 through (B)(6) 2022. The alarms did not affect the controller¿s ability to operate the pump at the set speed. No other atypical events were captured, and the pump appeared to function as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate ii lvas IFU, rev. H, and the heartmate ii patient handbook, rev. G are currently available. The heartmate ii lvas IFU lists the adverse events that may be associated with the use of heartmate ii left ventricular assist system. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 20feb2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information revealed that the driveline fault alarms have been ongoing. The driveline monitoring values suggest phase 2 wire degradation. There is no room for another driveline repair. Related manufacturer report number: 2916596-2022-11121.